Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. The pt obtained a hi, 382mg/dl, and 473mg/dl on their meter. No actions were taken following the use of their meter. They decided to go to the hosp due to the high readings. The hosp meter read 114mg/dl. No treatment was administered and they were released. The pt reported that control solution tests were performed at the hosp and the results were higher than the specified range. The customer service rep walked the pt through troubleshooting and two consecutive control solution tests failed. Pt's test strips and control solution were replaced. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.